Manufacturer narrative:
No deficiency that could have led to the possible phrenic nerve injury was reported or found in the returned device. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, it was reported phrenic nerve capture was lost while ablating the right superior pulmonary vein (rspv). Phrenic capture did not return throughout the rest of the case. No additional follow-up information was available at the time of this report. It cannot be determined from the information provided if a phrenic nerve injury occurred. Since the information received was incomplete and phrenic nerve injury cannot be completely excluded, this case is being reported.